Manufacturer narrative:
(B)(4). Batch # n56m1t. The analysis results showed that the tl90 device arrived with no apparent damaged and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? It was reported that the stapler wouldn¿t staple, the reload jammed and the staples came loose on the tissue. Did the staples fall out of the device before firing? Did the device lock out and would not fire? Or, was the firing trigger squeezed, but no staples deployed? If staples were deployed, what was the shape of the staples (b-formation, irregular, legs straight)? How was the procedure completed? Were there any patient consequences? If yes, please explain.

Event description:
It was reported that during an unknown procedure, the stapler wouldn't staple, the reload jammed and the staples came loose on the tissue. It was not reported how the procedure was completed. It was not reported if there was a consequence to the patient.